Event description:
It was reported that at implant attempt, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that at implant, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix would not extend due to being over-retracted. There was blood in/on the helix mechanism (sleeve head), and a tip seal observation was noted.